Event description:
The customer reported the system displayed uninterpretable images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller and image processor boards were replaced. The system was then found to be operating as intended.